Event description:
Information received that the head of bed would not raise up. No incident or injury reported.

Manufacturer narrative:
Technician found that the head of bed would not raise up as the hydraulic valve was stuck. Replaced the head up valve assembly to resolve this issue. Bed found on 8th floor storage area.